Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the bipolar lead impedance was measured at 2833 ohms and the lead had lost capture. Once programmed to unipolar configuration, the lead impedance dropped to approximately 600 ohms and capture was regained; however, the physician did note some oversensing. The manufacturer's technical services was consulted regarding the lead's performance. After reviewing the information, technical services suggested a loose device to lead connection. Further examination of the patient's system via x-ray was suggested. An invasive examination of the patient's system revealed both the atrial and ventricular setscrews to be loose. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the bipolar lead impedance was measured at 2833 ohms and the lead had lost capture. Once programmed to unipolar configuration, the lead impedance dropped to approximately 600 ohms and capture was regained; however, the physician did note some oversensing. The manufacturer's technical services was consulted regarding the lead's performance. After reviewing the information, technical services suggested a loose device to lead connection. Further examination of the patient's system via x-ray was suggested. An invasive examination of the patient's system revealed both the atrial and ventricular setscrews to be loose. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomolies found.